Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump is not delivering insulin. The insulin pump stated that 188.4 units were left in the reservoir. The actual reservoir had 220 units for use. Customer performed a rewind and the insulin pump read 179.1 units remaining. There is insulin in the infusion set. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. Unable to confirm bolus anomaly, delivery anomaly and unexpected low reservoir alarm due to prime alarms. The insulin pump passed displacement test. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, scratched display window and missing end cap sticker noted during visual inspection.